Event description:
The device was connected to a pt diagnosed in cardiac arrest. The pt's downtime was not known. The device allegedly displayed a continuous connect electrodes alarm. The defibrillation electrodes were changed, however the device continued to display a connect electrodes alarm and use of the device was inhibited. An als crew subsequently arrived and connected a lifepak 12 defibrillator/monitor to the pt. The pt was diagnosed as asystolic. The pt was not resuscitated. The reporter indicated the alleged malfunction did not likely cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.